Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During an endobronchial ultrasonography, the subject device was used. The distal end of the needle broke off and stuck into the patient. The needle was retrieved from the patient. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. As a result of the investigation on (B)(6) 2018, it was found that the needle was broken off at 14 mm from the distal end. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it is known that the buckled needle breaks if straightening force is applied to the buckled needle. The instruction manual of the device has already warned as follows; *when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.